Manufacturer narrative:
This report is submitted on oct 14, 2021.

Event description:
Per the clinic, the patient developed staphylococcus infection on the soft tissue at the base of the post on (B)(6) 2021 (specific date not reported). The patient was subsequently treated with oral and topical antibiotics (specific date and duration not reported).